Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) needed readjustments because it was not helping her. The patient also reported that she still had pain down her leg and pain in her back a few days prior to the report; there was no therapeutic relief. It was noted that the patient¿s trial system from (B)(6) 2016 helped a little but it was not very effective. Once the patient was fully healed from their implant surgery on (B)(6) 2016, they would be more flexible to make programming changes to treat her pain. There were no reports of device issues. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain. Additional information was received from the patient indicating the lead was changed out at an attempt to resolve the lack of therapeutic effect and pain in their legs. The issue remains unresolved.